Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call post reset ram crc alarm and low battery alert on the insulin pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and the battery was removed form pump and monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no post-reset ram crc alarms were noted. However, the insulin pump was returned for power system error. Detailed trace analysis has confirmed power system error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace has confirmed the root cause is the non-sleep anomaly software error. The insulin pump had minor scratched lcd window and case.